Event description:
320109 3255148. From: productcomplaints <productcomplaints@bd.com> sent: saturday, september 21, 2024 12:52 pm to: productcomplaints <productcomplaints@embecta.com> subject: fw: bd short pen needles hello, I am reaching out because I have had to throw away a cumulative amount of a full box due to the needle not securing to my novolog 70/30 pens. Pharmacy can't replace the box for me, is there anything you could do? I have multiple boxes with the same lot. (B)(4)appreciate your time and attention to this issue.

Manufacturer narrative:
Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.